Event description:
Had a fill a few months before a flight from the (B)(6), I was told all would be well at an appt with the flight as long as the flight wasn't over 4 hours. It was 3 hours, I got hospitalized the day after the severe - very severe abdominal pains and since then it has ruined my life and made me a very sick person. Uncomfortable times in hosp, loads of tests, misdiagnosis. Actually being diagnosed correctly with barrett's disease, severe acid reflux, esophagitis, gerd, extremely smelly rotten burps - which now I know must be rotten food. Living on oral morphine and slow release morphine tablets 60 mg twice daily to help me even function a little. Spending most nights in and out of the bath up to 15 times a night to help ease the pain and get a tiny bit of relief, took my daughter's mother away. Constantly microcytic anaemic, always exhausted. Very suicidal at times. And I've only had the refill and awaiting a referral on the nhs after paying privately to have this band fitted 8 years ago. Ironically by the same surgeon who also works for the nhs. It has stolen 2 years of my life, on exactly (B)(6) 2017. I am from the (B)(6) and do not understand this terminology - sorry. FDA safety report ID# (B)(4).